Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump received replace battery alarm. Blood glucose was 137 mg/dl. It was also reported that insulin pump received failed battery alarm and battery was changed last week. It was reported that label sticker was not readable. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, sleep current measurement and active current measurement. All currents within specification range. Device was monitored and no unexpected battery power loss and no failed battery alert noted during testing. Device received with missing serial number label, minor scratched lcd window and cracked keypad overlay. The p-cap locks into the reservoir compartment properly noted. (B)(4).